Manufacturer narrative:
The device has not yet been received for eval. Should the pump be received for eval, a follow-up report will be filed upon completion of the eval or if add'l info becomes available.

Event description:
The facility's dir of quality mgmt reported an overinfusion of heparin during pt use. The pt was admitted in early 2008 for the following conditions: status post cva (stroke) with dementia, acute renal failure, chronic kidney disease, hypertension, aspiration pneumonia, and probable pulmonary embolism. A primary infusion of 500 ml 5% dextrose in water (d5w) containing 25,000 units of heparin (channel unk) was hung on nine days later at 1000, the pump flow rate of 23 ml/hr. No bolus or loading dose was administered. On the same day at approx 1330, the nurse noticed that there was very little d5w left in the bag. No medications were being administered on the other pump channel. The prod code of the tubing was unk, but was not "low pressure" tubing. The pump was removed from the pt's room, the tubing was removed and discarded. The pt is currently described to be in stable status. No drugs were administered as a result of the overinfusion of heparin. No add'l info is available.